Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 2000050: 150 items manufactured and released on 12-may-2020. Expiration date: 2025-04-29. No anomalies found related to the problem. To date, 79 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 6 days after primary surgery, reporting pain due to a periprosthetic fracture of the femur and the cause of the fracture is unknown. The surgeon revised the stem and head and cabled the fracture. The surgery was completed successfully.